Event description:
Olympus was informed that during a laparoscopic surgery procedure, the probe tip fell off inside the patient. It is unknown if the device was retrieved from inside the patient. It is also unknown if there was any patient injury. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented